Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the device found that it was received with two unformed clips inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining four clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence, thus, it over traveled. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the device fired the first clip fine. After the first clip quit clipping, the device jammed and would not fire anymore. The device was not reprocessed. Another device was used to complete the procedure. No adverse consequences reported.